Manufacturer narrative:
Device not returned for evaluation. Device history record review did not reveal any issues.

Event description:
On pre-test, the cryoprobe developed significant frost along the entire shaft. The probe was removed from the field and replaced with a new one. The procedure was then completed with no other issues.